Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The customer¿s blood glucose level was 151 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states the display was not blank less than 30 seconds or did not return. Customer states display was blank currently. Customer states they remove the battery and insert battery alarm did not display on the insulin pump screen. Customer states the contacts on the battery cap were neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states display did not return after insulin pump restart. Customer states insulin pump neither bumped or dropped nor recently exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.